Event description:
Procedure: low anterior resection. Reportedly, during the use of the product, a foreign material was seen to drop off from the tip of the device. The unit was exchanged, when it was confirmed the inside of the cannula had cracked. Another device was used. The foreign material recovered. No pt injury reported.